Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive on the lower half after the device was dropped, resulting in a new crack extending from the bottom of the screen upward; the device was replaced and a return was requested. No clinical symptoms associated with the inability to interact with the pump via touch on part of the screen. Outcomes included interruption of normal device use and the need for replacement hardware without hospitalization. The device was returned for evaluation. Investigation of this case revealed physical damage to the display and touch interface consistent with user-induced impact. The customer reported issue was confirmed. It was concluded that the device malfunction was due to external physical damage rather than a manufacturing or design defect.